Event description:
It was reported an external fluid leak was observed originating from the joint where the tubing is inserted into the drain bag of a prismaflex st150 set six hours into continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed from the drain bag. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the drain bag being reused. The event occurred ¿six hours after treatment started¿. All accessories provided within the set, including the drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e., emptied and reused during the same therapy) and should be discarded. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Only one bag is provided within the set since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.